Event description:
After wearing gown 9516ce 2-3 days, one user had massive redening, painful swelling and itching in area of ppe waist band of gown. User took ointment and is now using gowns made of cotton. Late entry:10/21/02 "user had an allergic reaction against the cuff of the gown in the wrist area. The term waist band of gown is wrong. The user took a first aid gel first and then went to their family dr who gave pt a prescription for a homeopathic ointment for skin rash.